Event description:
Pt implanted approx nine months ago with 4.5mm narrow lc-dcp plate and six screws for a tibia fracture, returned on an unk date complaining of pain. Pt was returned to the operating room on (B)(6) 2012. Surgeon removed all hardware and did not revise the pt to any new hardware. Explanted hardware will be returned to pt. This is the 6th of 7 reports submitted on this event.

Manufacturer narrative:
Catalog # 214.8xx. A complete catalog number could not be verified. Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
This device is used for treatment not diagnosis.